Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was typically in the 30 to 40 mg/dl range. Customer advised they had high blood glucose at the current moment and treated with a bolus delivery. Customer advised they called 911 twice over a year ago due to patient being passed out. Customer declined to speak about their low blood glucose incidents any further and advised they feel fine. Customer declined to fully document the 911 calls and was advised they would be called back for additional information.